Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received a temp alarm. The customer was unable to clear the alarm. The customer's blood glucose level was not impacted. The customer will revert to manual injections for diabetes mgmt.